Event description:
Issue reported: driver would not advance needle during use in a code blue. They were able to establish 2 peripheral IV's no adverse outcome related to the driver. Contact reported the complaint after contacting customer service but had a typo in the email address. Driver is out of warranty but contact states has only done 5 insertions in 5 yrs.

Manufacturer narrative:
(B)(4). A device history record is not available for review. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a blinking red led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-003150) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 2.87 secs. Insertion 2: 2.50 secs. Insertion 3: 3.00 secs. Hard profile (105 lbs/ft3): insertion 1: 6.28 secs. Insertion 2: 5.97 secs. Insertion 3: 6.06 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 02/2015 and is approximately 5.5 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. The driver ended the investigation with its light blinking red. Once the battery reaches a quantified low energy level the red blinking light will activate signaling the driver has approximately 10% energy reserve left, and that a new driver should be ordered. No further action required.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: driver would not advance needle during use in a code blue. They were able to establish 2 peripheral IV's no adverse outcome related to the driver. Contact reported the complaint after contacting customer service but had a typo in the email address. Driver is out of warranty but contact states has only done 5 insertions in 5 yrs.